Event description:
A patient reprted experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 137, 170, 102, 101 and 128 mg/dl. Tests were done within 10 minutes. Patient using expired solution. Patient did not experience any adverse events. No further information has been reported.